Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). On receipt of the device the history and memory logs were downloaded. The history log showed the pad-pak was first installed successfully on the 15th december 2015 and performed to specification up to and including the last log entry on the 3rd july 2016. During this time, on the 1st february 2016 the device detected an in range patient impedance, no shock was advised. The returned pad-pak was inserted into the device and the device passed a self-test. No warnings were given at shutdown and the status led continued to flash green. A test shock was delivered without fault and an acceptable measurement was recorded for the test shock. The device powered off normally with a flashing green status led. Investigation found no fault with the returned device. The device performed to specification throughout the history log and during testing at heartsine. The device was temperature cycled for 48 hours performing a self-test every 20 minutes. The device was successfully connected to saver evo on multiple occasions.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad unit has connectivity issues when trying to download information using saver evo.